Event description:
The customer reported that their tele war room central nurse's station (cns) is showing "registered bed not ready" error for all monitored transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) in the telemetry war room was showing a "registered bed not ready" error message for all monitored transmitters. After they restarted the cns, the device showed comm loss for the same transmitters. The customer confirmed that the remote nurse's station (rns) was seeing these patients as intended. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts recommended that the customer verify the host table for the devices experiencing the issue and the devices were visible at rns. Nk ts requested clinical (cits) remote into the server, who found that a bedside takeover had occurred. The universal gateway (ug) was reset. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The customer reported that their tele war room central nurse's station (cns) is showing "registered bed not ready" error for all monitored transmitters. After they restarted the cns in question the device showed comm loss for the same transmitters. The customer confirmed that their remote nurse's station (rns) is seeing these patients as intended. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1: 01/25/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 02/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 02/15/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: 01/25/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 02/01/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3 02/15/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: 01/25/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: 02/01/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3 02/15/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #1: 01/25/2021 emailed the customer via microsoft outlook for involved concomitant products: no reply was received. Attempt #2: 02/01/2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received. Attempt #3 02/15/2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received.

Event description:
The customer reported that their tele war room central nurse's station (cns) is showing "registered bed not ready" error for all monitored transmitters.